Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a blank screen from their freestyle lite meter. Customer reported experiencing symptoms of confusion, "ill" and lost of consciousness. Paramedics were called and checked customer's vital signs and blood glucose. Customer was then being transported to a health care facility where she was being diagnosed with severe hyperglycemia and treated with insulin and intravenous fluid. There was no report of death or permanent impairment associated with this case.